Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter), g2, h6 (type of investigation).

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, d1, d4(catalog, version model and UDI). The customer stated, ¿we have this patient they put on a balloon earlier today and we¿re getting the gas in circuit alarm. There¿s no blood in the gas line or anything. We exchanged out the console and it worked for about 3 hours and is now doing the same thing.¿ the customer did not utilize the help screen or the iab fill key. Esp personnel had the customer verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. The customer then performed a fill and resumed therapy. Esp personnel explained the nature of the alarm and based on the information provided regarding the patient¿s hemodynamics and clinical picture, the alarm cause was unknown. The customer stated most recently, they unplugged the helium line and plugged it back in to resolve the alarm. Esp personnel encouraged the customer to call should the alarm go off several times in an hour so that they could troubleshoot together. It was also reported that there was no determined malfunction of the catheter or the pump and the complaint is being placed due to related knowledge deficiency. There was no patient injury or harm reported.

Event description:
It was reported by rn that cardiosave intra aortic balloon pump, experienced a gas in circuit alarm during use on patient. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by rn that in cardiosave intra aortic balloon pump, there was a gas in circuit alarm, no patient harm or injury reported.